Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a crack and piece missing near the battery compartment on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.